Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6); rev. 1. Product ID: m021083c001, 4.2.1. H3). The manufacturer representative (rep) went to the site to test the imaging system. The pendant was replaced. Codes: b01, c07, d02 the pendant was returned for analysis. The pendant passed visual inspection. Installed pendant into the test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Codes: b01, c19, d14 the software team reviewed the logs. They found that this wasn't a software issue since the pendant was replaced. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door is not opening on the system. There was no patient involvement.